Event description:
It was reported by a customer that on (B)(6) 2011 the fiber flashed and the fiber cap detached at 68,670 joules. Add'l info reported by the customer was during set up the aim test was performed and the beam was visible. During the procedure, the fiber hit a prostatic stone which caused a flash and it was evident that the fiber tip was not intact. After the fiber flashed, it was immediately removed and inspected. It was evident the tip was damaged and the aim beam was not focused. The only observations were that during the course of vaporizing, the pt's prostatic stones were hit with the laser which damaged the fiber tip. The portion of the detached tip was so small, it was not retrieved and hopefully was flushed out of the pt, but there was no way to tell if the detached portion of the fiber remained inside of the pt. There was no way we could retrieve detached portion of the fiber. The fiber was tested initially to inspect the beam and nothing out of the ordinary was noted. The user did not experience any harm from use of the system. No error codes were present on the console.

Manufacturer narrative:
(B)(4).